Event description:
Physician stated that the merci balloon guide catheter (bgc), 8f x 95 cm catheter caused a dissection. The dissection was treated with a stent and the pt is doing fine after a successful thrombectomy; pt's initial problem. The instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the mfg records for the merci bgc, 8f x 95 cm device could not be reviewed.